Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified mid femoral vein. During the procedure, the stent implant fractured. It is unknown if there was any treatment of the fracture. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the deployment difficulty could not be confirmed due to the condition of the returned unit. The kink was confirmed. Based on a visual inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial medwatch, additional information received reported that the stent did not fracture, the shaft kinked. The MDR was already filed. The supplemental report will reflect the new information. The procedure was completed with a non-abbott device. No additional information was provided. Returned device analysis revealed the distal sheath and stent holder were separated at the proximal marker.